Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported by the patient that they used to have a device for their leg, but now only has it for their arm. The patient reported that they took the device for her leg out because it was "messed up" and did not work properly. The patient recalled the replacement surgery and stated they were in excruciating pain upon waking up from surgery. Additional information received from the healthcare provider stated that the patient was last seen in 2014 and that they had not seen the patient in 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.